Manufacturer narrative:
The surgeon suspected an intraoperative fracture during initial implantation. Fluoroscopy failed to display a fracture. Lack of visual evidence and lack of additional preventative action from the surgeon meant that the fracture progressed post-op causing the need for revision surgery.

Event description:
Primary total hip surgery was conducted (B)(6) 2019. Potential fracture investigated using intra-op fluoroscopy. No indicator of fracture found. Thigh pain reported approx. 1 week post-op. Revision surgery conducted (B)(6) 2019, new stem implanted and surgical cables used.